Event description:
One unit of leukocyte reduced packed red blood cells was transfused to pt at 10:30am. At 11:30am the pt experienced chills, rigors, dyspnea, elevated temperature and a drop in blood pressure. Transfusion reaction work-up was initiated. Unit clerical check, dat, and hemolysis was negative. Gram stain and culture of the blood administration set were positive. Culture of blood unit was negative. Reported to blood supplier. Pt blood culture were positive. Pt started on antibiotic therapy.